Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device issued a "speaker malf." Inop. No death or patient /user injury or harm was reported.

Event description:
The customer reported that the device issued a ¿speaker malf.¿ inop.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.